Manufacturer narrative:
(B)(4). The results of this investigation concluded a tear was observed in the base of cusp 3, and circumferential fibrous pannus ingrowth was observed on the inflow surface of each cusp, narrowing the inflow diameter. No acute inflammation or significant calcifications were found, and gram stains were negative for organisms. No evidence was found to suggest the cause of the pannus and cusp tear was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, an aortic valve replacement was performed and this 21mm trifecta valve was implanted. On (B)(6) 2016, leakage of this valve was confirmed to be increased. On (B)(6) 2016, due to the increased leakage and sudden onset of symptoms, re-do aortic valve replacement was performed. The trifecta valve was explanted and a 19 mm epic supra valve was implanted. Upon explant, a tear was observed at the posterior portion of the right coronary cusp on the left side. The patient was stable postoperatively.